Manufacturer narrative:
Device analysis: allegations related to 'tear/hole' in cylinder and mechanical issue were reported. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a leak that was result of wear at a fold in cylinder body; hole was present. Cylinder 1 has broken fabric threads and exhibited bulging when inflated in cylinder body. Cylinder 1 has folds that indicate possible buckling of the cylinder at the proximal cylinder body. Cylinder 2 has a large tear of the outer tube with broken fabric treads; large hole was found in the inner tube. The kink resistant tubing (krt) of both cylinders were worn to filament. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed 'tear/hole' in cylinder allegation and mechanical issue. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation.

Event description:
It was reported that due to the device not working properly the patient visited his physician two weeks before this event and a test found a cylinder tear so the patient had his inflatable penile prosthesis (ipp) cylinders and pump explanted. The cylinder tear was reported to have occurred after the device was in use. The physician believes that a device malfunction did not contribute to the cylinder tear. The existing reservoir remains implanted and in use. The patient is stable following this surgery.

Event description:
It was reported that due to the device not working properly the patient visited his physician two weeks before this event and a test found a cylinder tear so the patient had his inflatable penile prosthesis (ipp) cylinders and pump explanted. The cylinder tear was reported to have occurred after the device was in use. The physician believes that a device malfunction did not contribute to the cylinder tear. The existing reservoir remains implanted and in use. The patient is stable following this surgery.